Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of heparin, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that the nurse reported the pump was alarming for an unspecified alarm and found that the solution container was empty. It was reported that an unspecified volume of solution leaked onto the pump and the floor. The solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During visual examination at the user facility, a hole in the tubing proximal to the cassette of the tubing set was noted. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.